Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, device wrinkling.

Event description:
Healthcare professional reported "increase in anteroposterior diameter", "number of radial folds of the envelope", "thickening of the fibrous capsule", "breast pain" and "capsular contracture, baker grade IV". This record is for the left side. The device remains implanted and it is unknown if it will be returned.